Event description:
A discordant, falsely elevated sodium (na) result was obtained on a dimension exl with lm instrument on one patient. The initial na result was not reported to the physician(s). The same sample was repeated on an alternate instrument and the corrected result was sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the customer replaced the sample diluent fluid with reagent probe cleaner. The tsc instructed the customer to flush the sample diluent line with deionized water, install a new sample diluent bottle and q-lyte sensor. The cause of the discordant sodium result was user error. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.